Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death is unknown. The patient was hospitalized prior to death for an unknown indication. Pd therapy was ongoing until the time of death, but the hp was not connected to the device at the time of death. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.